Manufacturer narrative:
The customer reported an inability to acquire 12-lead ECG which could impact or delay diagnosis or treatment. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an inability to acquire 12-lead ECG which could impact or delay diagnosis or treatment.